Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and the suture was used. It was reported that during the procedure, the suture broke at many different spots. There were no patient consequences reported.